Event description:
During surgical procedure for insertion of prosthesis into femur glue gun apparently "misfied." Cement was injected into femur and hardened before prosthesis was inserted. Cement was removed and prosthesis recemented into femur. Fracture of femur occurred during cement removal. Pt was rescheduled for revision of the prosthesis on the following day.